Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain from the leads in the back during the trial procedure. The physician believed that the leads were pushing on a nerve or causing some sort of irritation inside the body. The leads were pulled out and the patient was doing well.